Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a poor refractive outcome leading to dysphotopsia and overall poor vision, patient was seeing 20/400 after one month post-op. The intraocular lens (iol) was explanted and replaced with the same model lens, a larger, 24.0 diopter. An incision enlargement was required and there was some corneal swelling post op; but was nothing out of the normal. No further information was provided.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for investigation: yes. Device returned to manufacturer on: 01/10/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned for investigation in a little jar with fluid. Visual inspection of the returned lens shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR, an incorrect serial number, along with manufacturer date, expiration date, and UDI were submitted. The account provided the correct data and the following has been updated accordingly. The replacement lens was the same model, a smaller 22.5 diopter lens. Serial #: (B)(4). Catalog #: zxr00u0240. Expiration date: 11/02/2022. UDI #: (B)(4). Device manufacture date: 11/02/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.